Event description:
We were informed by the clinic that the right blood pump of a patient supported in bivad configuration was not emptying properly. After consultation with the clinical affairs team of berlin heart, a defect of one layer of the triple layer membrane of the right blood pump was assumed. The clinic did exchange the blood pump in question.

Manufacturer narrative:
(B)(4). The excor blood pump is designed with a triple layer membrane separating the air chamber from blood chamber to prevent damage to the patient through blood loss or embolism. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the layer, there are two more layers that will maintain the integrity of the air and blood chambers. The patient is supported biventricularly with the system excor since (B)(6) 2014. At the time of this incident occurred, he was supported via the stationary driving unit ikus. The excor blood pump s/n (B)(4) was in use at the patient from (B)(6) 2014. We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification and passed the release testing. During first visual analysis of the blood pump s/n (B)(4) a defect of the air-side layer of the triple layer membrane was confirmed. Evaluation of the device is ongoing.